Event description:
It was reported when using the unspecified bd citrate blood collection tube, the device experienced overfill. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer reports that sodium citrate tubes are overfilling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed in for the manufacturing site.

Event description:
It was reported when using the unspecified bd citrate blood collection tube, the device experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the sodium citrate tubes are overfilling."

Manufacturer narrative:
The following field was updated due to additional information provided by the customer: b.5 describe event or problem: it was reported when using the unspecified bd citrate blood collection tube, the device experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the sodium citrate tubes are overfilling."

Event description:
It was reported when using the unspecified bd citrate blood collection tube, the device experienced overfill. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer reports that sodium citrate tubes are overfilling.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.